Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Logs for the reported surgery were available for evaluation and were reviewed by a subject matter expert. The following facts were observed: forces amplitude applied on the ft sensor during surgical flow reveals that big forces were applied on the ft sensor (more than 80n), especially during the tibia cut. At this point the arm is pinned to the tibia, so close to the tibia trackers somehow. Thus, it cannot be excluded that some force could have been applied on the tibia tracker as well, and have contributed to the fracture of the pin. However, the root cause cannot not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product retained by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : retained by patient.

Event description:
It was reported during a rosa total knee arthroplasty the fixed fluted tibial pin fractured while being removed. Subsequently, the fractured pin remained in the patient. No additional information on the reported event.